Event description:
It was reported that the surgeon inserted a competitor's lens and the trailing haptic was torn during insertion. The surgeon believes the incident was caused by the injector. There was no pt injury reported.

Manufacturer narrative:
Eval: a lot number search was performed and there were no similar complaints found.